Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Patient said she had a "funny feeling" just before the symptoms started. She c/o chest pressure, feeling hot (she was flushed throughout her face and neck, very red), can't breathe, throat closing. This patient was very nervous about having the PICC inserted. She was afraid of the pain. The symptoms only lasted about 5 min., the PICC tip was located about 3cm from the ra/svc junction. I did pull back 2cm when the symptoms occurred. Vital signs were stable, no oxygen was needed, lungs were clear. We just sat her upright and gave her a cold wet washcloth and some ice water. She went on to receive a dose of invanz afterwards.